Manufacturer narrative:
The user interface (ui) assembly was returned to the manufacturer for failure investigation. This complaint was caused by an open inductor l1 on the backlight inverter. Replacement of the open inductor (lot code: 0154) corrected the failure with this gui assembly.

Manufacturer narrative:
G4:21apr2021 b4:(B)(6)2021 the field service engineer (fse) confirmed the reported failure and replaced the user interface assembly to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
The customer reported although brightness was set to 5, the screen was darker than another screen. The unit was not in use, and there was no patient or user harm reported.